Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm . No data was provided for evaluation. The patient reported glucose readings of 50 mg/dl and 250 mg/dl but did not clarify which values correspond to cgm or bg measurements. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).